Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. The patient's left atrial pressure was 15mmhg. Transseptal puncture was medial mid. After transseptal puncture the delivery sheath was replaced with a new 14f amulet steerable delivery sheath. During the procedure it was noted that the patient anatomy was pectinated and was difficult to implant. The device was partially re-captured. After the first re-capture the patient presented with a circumferential pericardial effusion in the apex of the left atrial appendage (laa) that was punctured by the occluder. A cardiac tamponade was concluded to be present. A second attempt was made to implant the device, however the patient anatomy was too difficult for implant. The device was removed from the patient. Cardiac surgery was performed to treat the cardiac tamponade. The user believed the occluder caused the pericardial effusion. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2024 the patient passed away. The cause of death was the cascade of events that occurred after the perforation due to the device.

Manufacturer narrative:
It was reported that during implant of an amulet device there was a partial recapture and after the first re-capture the patient presented with a circumferential pericardial effusion in the apex of the left atrial appendage that was punctured by the occluder. A cardiac tamponade was reported to be present. Second attempt was made to implant the device, however the patient anatomy was too difficult for implant; the device was removed from the patient. The patient was transferred to the intensive care unit. The patient expired four days post amulet device implant. It was reported that the user believed the occluder caused the pericardial effusion. Also reported that the cause of patient death was the cascade of events that occurred after the perforation due to the device. Based on cine review of fluoro and echo images performed at abbott, it was observed that the laa was shallow with larger inferior side lobe and smaller superior side lobe. First deployment was attempted in larger side lobe, but was partially recaptured. Next attempt was in a more superior position. The delivery sheath was not perpendicular to the axis of the laa, either perforating the laa or in the smaller superior lobe. The device will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet device contributed to the perforation. However, perforation is possibly related to operational difficulties due to difficult anatomy, and the delivery sheath not being perpendicular to the axis such that either perforating the laa or in smaller superior lobe which may have subsequently resulted in reported pericardial effusion. This could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as cardiac surgery was performed to treat the cardiac tamponade. The reported perforation, pericardial effusion, cardiac perforation, surgical intervention and patient death appears to be a cascading effect. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.